Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported by the customer that during morning routine visit, approx at 3:00 am, the nurse attempted to redo the pt's dressing due to the pt had perspired. When the nurse took off the dressing, she noted that there only remained one extension line on the central venous catheter (cvc). Ablation of the cvc at :10:15 am control by the doctor. (Further details are being pursued).